Manufacturer narrative:
Bayer product analysis reviewed the information and photographs that were provided. Visual examination confirmed the presence of a particle within the tube set which was partially connected to the inside wall of the tubing. The customer returned a small portion of the tubing and the particle which was identified to be degraded resin from the tubing extrusion process. Our investigation determined that the particle noted in the lpct was introduced during the manufacturing process and was not detected upon receipt of the product from the supplier. A 12 month review of complaint history determined the complaint rate to be 0.47 complaints per million (cpm).

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw a foreign body within the low pressure connector tubing (lpct). The customer elected not to use the tubing. No injury or adverse event was reported.